Manufacturer narrative:
The insulin pump was received no moisture damage found on keypad traces, under lcd screen, electronic assembly or motor. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 165 mg/dl. The customer reported that the insulin pump was exposed to rainwater. The customer also reported that there was fluid under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.